Event description:
Unable to obtain the reason of osseointegration failure from the doctor. The implant was removed after 17 mos. The doctor did not provide relative info such as pt ID, age, medical condition, and product lot number.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.